Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device could not be interrogated. Several attempts were made using different programmers and moving patient to different rooms. The device was explanted and replaced. The patient was well after the event and had no complications.

Manufacturer narrative:
The reported field event of the inability to communicate with the device was found to be caused by low battery voltage. The low battery voltage was due to premature battery depletion. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.